Event description:
It was reported that after negotiating a tight lesion with a xience v 3.0 x 28, a dissection occurred after the xience was implanted. Another xience v stent was used for treatment. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that the perforation was caused by a non-abbott device. The graftmaster failed to cross to the perforation, due to tortuousity. Prolonged balloon inflations and pericardiocentesis were performed while waiting for the operating room to open up. The patient was subsequently taken for surgery to repair the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). The dissection was treated with another xience v stent. Analysis of the returned product noted blood on the shaft, which is consistent with use inside the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. There were two kinks in the hypotube 15 cm and 16.5 cm distal to the strain relief tubing. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The noted kinks are likely related to handling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.